Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 , there was a bluetooth pairing failure. No additional patient or event information is available. The complaint device was returned for evaluation. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and it was observed that the transmitter had no voltage. The receiver log was reviewed and no errors were observed. The reported bluetooth pairing failure not was confirmed. The root cause could not be determined post-investigation. The receiver (part number stk-gf-blu/serial number (B)(4)/lot number 5219424), being used with the complaint transmitter, was returned on (B)(6) 2017. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the test passed. The receiver log was reviewed and no errors were observed. The reported event of a bluetooth pairing failure was not confirmed. The root cause was determined to be patient misuse/error; the patient either failed to enter, or never entered, the correct transmitter serial number. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.